Event description:
End user's daughter stated that her mother was coming through a door when the wheel on her 65650r rollator broke off causing the user to fall. User sustained shooting pains from her elbow down to her fingertips, was taken to the hospital, and was referred to an orthopedic surgeon. The orthopedic surgeon said the pain is in the muscle. Medical attention sought.